Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported missing clip cover polyester could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Na.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mitral regurgitation for a mitraclip procedure. During the preparation of mitraclip, it was observed that the polyester material of the clip was not up to the standard. The mitraclip was replaced with another device (50220r1107;cds0706-xtw) to complete the procedure successfully. There were no adverse patient effects or clinically significant delay. No additional information was provided.